Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320. The reported symptom 'error 320' was confirmed in the event history log review through the presence of "system error 320" but not reproduced during evaluation. Evaluation determined the cause was a failed lower hook switch. The lower auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 320. Any patient involvement, injury or medical intervention is unknown.